Manufacturer narrative:
(B)(4). Batch # r5ad19. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r94w8t. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lap duodenal switch, upon initial gastric firing with green load in a row appeared malformed. Case completed with another device of the same product code. There were no patient consequences reported.